Event description:
It was reported remote follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). No programming changes were made. There were no patient consequences.